Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [25 mg/ml] with an unknown dose. It was reported an alarm was heard, but no physician programmer was available. The hcp stated the patient was normally seen by home infusion, but the patient was in the hospital due to an unrelated health issue(fall and surgery). The hcp stated the pump had been making ¿a noise¿, and the hcp stated it did sound like an alarm that she thought sounded roughly every 5 minutes (but she was not sure). The hcp stated the home infusion might not be able to come to their facility, so they were hoping to get in touch with the local manufacturer representative to come out to interrogate the pump. The hcp stated she did not know if the patient was due for a refill at that time. The hcp stated the patient was not symptomatic, but was on other medications due to her hospitalization, so it was not clear if the patient was having any symptoms related to the pump alarming. The hcp stated the pump had been sounding since that weekend. Additional information received from an hcp via a representative reported an alarm was heard/confirmed by telemetry. The representative stated there were multiple resets, low battery resets, and safe state. The representative stated the physician program mer only showed events from that day because there were so many resets, but the facility stated the pump started alarming over the weekend. No troubleshooting was performed prior to the call. Troubleshooting done on the call included checking the pump logs. The representative stated the patient fell and broke her hip on the same side of the pump prior to the issues with the pump, so replacement might not be an immediate option. The representative could be heard discussing the pump off option with the staff, and they were going to consult with the managing hcp of the facility. The representative was going to review replacement with the hcp. No patient symptoms/complications related to the pump were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported per technical services, the battery was declared dead. The representative was given a code to turn the pump off. That occurred at the time of the call with technical services on the line. The patient's weight was unknown, though she was very petite and frail. The patient was in for having fallen and broken a hip, very close to the site of her pump. Pump event logs that were examined on (B)(6) 2017 showed the estimated early replacement indicator (eri) was estimated at 10 months. The dose of morphine was 0.152 mg/day. The logs showed in a span of 7 minutes on (B)(6) 2017, there were 14 reset and low battery reset messages that occurred.